Event description:
Customer reported blood at sensor insertion site. Customer stated that sensor is inserted in abdomen; customer is not actively bleeding but reports there is blood on the sensor connector and she received a sensor error alert. Customer was advised to remove sensor due to damage. Blood glucose reading 133 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.